Event description:
It was reported that when the surgeon and nurse tried to attach the g7 cup to the inserter, the threads wouldn't screw into the cup. Another inserter was attempted with the same issue. The surgeon was able to complete the procedure after several attempts but found it was more difficult than usual. The threads were not visibly damaged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110003454 item name g7 curved inserter thd shaft lot # 083625 unknown g7 cup. G2: foreign: canada. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00427. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual examination of the provided pictures identified no thread damage can be seen. Inserters are covered in bio-debris and have signs of use. Unable to confirm complaint as no product was returned or medical records were provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.